Event description:
It was reported that patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago prior to the date the manufacturer became aware. Block d6b: explant date: 2023 additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7075535/7075776 UDI: (B)(4). UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: na batch: 26090484 UDI: (B)(4).